Manufacturer narrative:
(B)(4). The complaint mr225 humidification chambers are en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr225 humidification chambers were cracked. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr225 vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. Results: device 1: visual inspection revealed two cracks at the top of the chamber dome. One of the cracks is near one of the ports. The other is at the top of the chamber dome. There is residue present on the chamber dome. Device 2: the dome is cracked near one of the ports. There is residue present on the chamber dome. The chamber dome was also observed to be damaged at one of the stacking ribs. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol resulting in environmental stress cracking of the chamber dome. Every mr225 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the returned chamber was damaged after it was released for distribution.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr225 humidification chambers were cracked. No patient consequence reported.